Manufacturer narrative:
This report is submitted on march 09, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic the patient experienced pain with device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2017. There are no plans to re-implant the patient with a new device as of the date of this report march 09, 2017.